Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator prior to patient use. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). Customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.